Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's ceramic head fractured and came off. The issue occurred during therapeutic hysteroscopic electrolysis of endometrial polyps procedure. There was a procedural delay during sedation of less than 30 minutes. The procedure was completed using an olympus back-up device. There were no reports of patient harm.